Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02871. This report is being submitted as additional information. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 8 years, 8 months. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not conclusively be established through this evaluation. The device was returned assembled with the driveline (dl) severed approximately 1¿ from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port and the distal-end was covered with a silicone cap. The outflow graft was returned detached from the outlet elbow. The outflow graft bend relief was returned attached to the graft attachment. Vad-2333 appeared to have been exposed to a fixative agent prior to return for evaluation. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of vad-2333, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The device was cleaned and the bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The implant kit was shipped with heartmate ii lvas IFU (document# (B)(4)). Bleeding is listed as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 15.3 provides information regarding recommended anticoagulation therapy and inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient who had been doing very well over the last seven years of having the lvad implanted, recently started having gastrointestinal (gi) bleeding, which resulted in the patient being readmitted for a couple of times and undergoing an upper gi scope (endoscopy). Patient was not reported to be symptomatic. The patient was treated with transfusion and subsequently underwent a heart transplant on (B)(6) 2017. No additional information was provided.